Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes with 2 different strip vials of the same lot: strip vial 1: 13.9 mmol/l at 4:19 pm; 4.7 mmol/l at 4:20 pm; 6.5 mmol/l at 4:21 pm; 9.8 mmol/l at 4:24 pm. Strip vial 2: 5.2 mmol/l at 4:29 pm; 3.8 mmol/l at 4:31 pm; 8.8 mmol/l at 4:33 pm. Customer had unspecified hypoglycemic symptoms at the time of the results. No treatment required. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).